Event description:
Per the clinic, the patient developed an infection at the implant site which was treated with oral antibiotics (type not reported.) The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.